Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient was found unresponsive and the hcp wanted to know if there was a way to check to see if the pump was malfunctioning. On 01/27/2016, additional information was received from a company representative (rep) indicated the patient was receiving baclofen 500 mcg/ml (dose 35 mcg/day). The reporter was unsure of the lot number of baclofen, pertinent medical history, and other medications the patient was taking at the time of the event. It was further reported there was no pump issue that was detected. The cause of the patient being unresponsive was not determined and the reporter was not aware of any actions/interventions taken to resolve the event. The patient outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.